Event description:
It was reported that the user, new to the ilet system, experienced nocturnal hypoglycemia with blood glucose values in the low 60s for approximately two hours and sought guidance on device use and navigation of lows; no device alerts or alarms were reported. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute sequelae. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included troubleshooting and education on appropriate treatment of lows, avoidance of using the pause feature to control glucose, and guidance to remain connected to allow adaptive algorithms to learn insulin needs. Investigation of this case revealed no device malfunction and an unclear cause for hypoglycemia. It was concluded that the event was hypoglycemia of unclear cause, adequately treated with oral fast-acting carbohydrates and resolved without further impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.